Manufacturer narrative:
This device is not sold in the u.s., but a similar device is. The device is returned, and an evaluation completed for it. Upon inspection and testing, it was observed that the light guide (lg) lens adhesive is peeled, creating a gap through which stain or dirt can enter the inside of the lens. Other observations for the device: due to a pinhole on connecting tube and a scratch on distal end, water tightness is lost; due to wear of angle wire, the play of up/down knob and bending angle in up direction is out of the standard value; distal end rubber coating (a-rubber) adhesive has a chip; paint on suction cylinder is peeled; suction cylinder is shaved; and connecting tube, suction connector, protector of universal cord, universal cord, insertion tube non-bending section protector (ig protector), distal end cover (c-cover), scope cover, switch box, forceps elevator knob, forceps elevator lever, up/down knob, and control unit have a scratch. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer returned the device for evaluation and repair of a leakage issue. There is no harm to any patient or health care persons. Upon evaluation, it was observed that the light guide (lg) lens adhesive is peeled, creating a gap through which stain or dirt can enter the inside of the lens. This medwatch is being submitted for the reportable issue of the lg lens adhesive being peeled as observed during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.